Event description:
Compainant alleged that during a routine shift check by a clinician, the device failed to discharge intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.